Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, cough, nasal problems, headaches, nasal irritation, throat soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging eye irritation, cough, nasal problems, headaches, nasal irritation, throat sorness. Per additional information received patient alleged upper respiratory tract infection(urti) and was treated with antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b1, b2 updated. Section h1 updated. Section h6 health effect - clinical code which was missed in previous report was captured. Section h6 health effect - impact code corrected. Section h6 type of investigation findings and investigation conclusions has been updated.